Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. Replacement pump was sent to customer to resolve the issue.